Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device was not able to hold the attachments. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = the complaint device was received at the service center and evaluated. It was reported that the device could not hold the attachments. Per service report, this complaint can be confirmed. During evaluation, the head screw was found to be blocked. Further, the resistance value of the cable was out of tolerance limits and the keyboard was damaged. Moreover, the motor was found to be corroded. The motor, keyboard, handle and cable were replaced to resolve the issues. The upgrade 1.25 was also carried out. After repair, the device was found to be working according to the specifications. The head screw being blocked might have caused the device not hold the attachments as intended, therefore is the root cause of the reported problem. Fluid ingress into the motor might have caused corrosion of the motor. With the available information, we cannot determine the root cause of the other identified failures. A manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = a manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformances were identified.